Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with spinal deformity suggested for spinal therapy. Levels implanted th10-s2. Event occurred during use. It was reported that the rod was broken on both sides and the anterior cage was about to back out. Implant remains in patient. The rod would be replaced at a later date. Reoperation was scheduled for the week after next. No patient symptoms reported. No further complications reported. Update; after operation, both sides rods broke at l4/5.(one unit was reported in the report, but two units are correct). In addition, the t3 cage was also translocated. Reoperation is scheduled for (B)(6) 2021. Update ; the product will be returned. Therapy used was th10-il anterior-posterior fusion. Initial surgery was done on (B)(6) 2020. Update : the re-operation on (B)(6) had been completed successfully. After removing the rod on the caudal side and cutting the broken part with a metal cutter, it was connected longitudinally with axial mrc. The rod was wormed on the lateral with mrc additionally, and continued to lowered to the ilium, ilium screw was inserted and connection had been performed. The anterior cage was not touched because the caudal side had been fused.